Event description:
I used renu w/moisture loc in two different circumstances. I experienced a severe infection after using. It stopped occurring when I stopped using the product. Required emergency room visit & multiple doctor visits.